Manufacturer narrative:
.

Event description:
The patient reported that the hcp made four attempts during scs revision surgery to get the leads repositioned to avoid feeling stimulation in areas of the body unaffected by pain. The pt provided that during the initial trail phase last year; they were also taking different pain medications and may have incorrectly attributed reduced pain to the stimulator. The pt reported they've never been able to use the implant and provided experiencing symptoms of numbness or tingling in his left hand involving the index finger, thumb and middle finger that won't go away. They also feel slight sensations in the ring finger of the left hand. The pt described a hot tingling felt in their arm when it's extended to hold a steering wheel while driving a car. Additional info has been requested by the physician.